Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient stated she experienced syncope for an unknown reason. The patient did note that her medication has changed within the last two weeks. She had already notified her clinic regarding this issue. Boston scientific patient services referred the patient back to her physician's office for follow-up. No additional adverse patient effects were reported.